Event description:
We had two navigation drivers and a regular expedium driver have the tips snap off yesterday evening in a case. Dr(B)(6) was performing an l4-s1 plif. When placing screws he wanted to back one out when he placed the first navigated screw driver in to the screw and put it on reverse and gave some force, the tip broke off into the polyhead. It then happened again on another screw and also with a regular expedium 5.5 polydriver. Tips were removed from polyheads. Had back up drivers, patient wasn't affected.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One (1) expedium quick connect screw driver [product code: 2797-12-400, lot number: mi39906] was returned to the complaints handling unit (chu) for evaluation. Visual inspection of the driver has confirmed that a fracture was located at the distal tip. The second half of the tip was not provided. Visual inspection did not confirm the reported complaint. The fracture analysis report suggests that the quick connect driver [2797-12-400] underwent a quasi-static overload torsional shear failure starting at the hexalobes and extending to the center of the shaft. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause for the driver breakage cannot be positively determined. However, for the quick connect driver [2797-12-400], fracture analysis suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexalobes and extending to the center of the shaft. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.